Manufacturer narrative:
The insulin pump was received with prime error alarm during basic occlusion test and unable to prime during prime test due to moisture damaged inside force sensor resistor. The insulin pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump alarmed compromise force sensor during priming. Customer stated the insulin is squirting out during manual prime process. The customer was advised the pump will be replace and revert to back up plan. The customer's blood glucose was unknown.